Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the unit was "not functioning as intended". The site claimed that the system would not expose, and was unable to dock. At times, the wheels would not engage properly, making it hard to drive. There was no patient involvement.

Manufacturer narrative:
H6: multiple annex a codes were coded for this event. A05 was coded for the wheels would not engage properly and making it hard to drive. A1502 was coded for the system not docking. A090501 was coded for the system not exposing. H3, h6: the system was serviced in the field and no failure was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.